Manufacturer narrative:
Preliminary results and conclusions of manufacturer's investigation: suspected medical device was not available for investigation due to everything was disposed of as soon as the initial incident was reported. Initial actions (corrective and/or preventive) implemented by the manufacturer: pending quality investigations the causal relationship between the product and the event was considered as not assessable. No other claims have been registered on the batch, 13 incidents with pt device breakage were reported since 2014 with no increase of frequency so no CAPA is required. Evaluation concerning possible root causes/causative factors and conclusion: in this case, there was no information to identify a misuse or inappropriate usage during the local injection and no quality investigations was possible, so the causal relationship between the product and the event was considered as not assessable and no root cause could be defined. The handle must be free of any visible defects before use therefore, we recommend a step of cleaning and disinfecting the reusable handles followed by sterilization by autoclave at 134 ° c for 18 minutes with a limit of 100 cycles maximum. Consequently, and without any information on this incident, no corrective action can be proposed. We recommend a sensibilization of the practitioner about sterilization conditions. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): without any information on this incident, no corrective action can be proposed. This is the fourth incident with the pt device issue reported since 2017 and 13 incidents with the pt device breakage were reported since 2014 with no increase of frequency so no CAPA is required. Final comments from the manufacturer on cause investigation and conclusion: in this case, there was no information to identify a misuse or inappropriate usage during the local injection and no quality investigations was possible, so the causal relationship between the product and the event was considered as not assessable and no root cause could be defined. The handle must be free of any visible defects before use therefore, we recommend a step of cleaning and disinfecting the reusable handles followed by sterilization by autoclave at 134 ° c for 18 minutes with a limit of 100 cycles maximum. Consequently, and without any information on this incident, no corrective action can be proposed. We recommend a sensibilization of the practitioner about sterilization conditions.

Event description:
Authority report, from the (B)(6). Local reference: (B)(4). Mhra reference : (B)(4). Quality complaint: (B)(4). This initial serious case report was received on 27-jan-2021 directly from mhra by email, follow-up #1 information received on 04-feb-2021 by email from the dentist and follow-up #2 information received from the assurance quality department. All information were processed together. Course of events: this case occurred with a (B)(6) male patient who had no specified medical history. On 30-dec-2020, the dentist injected 2 cartridges (total of 4.4ml) of dental local anaesthesia bartinest (articaine hydrochloride/epinephrine bitartrate; batch b24938aa, exp date: jan-2021), using the suspected dental needle of safety plus syringe (batch unspecified) by palatal infiltration for upper right (d and e) teeth extraction #52 and #51. 3 injections were performed with the same needle by different route of administration: buccal, intrapapillary and palatal infiltration. Dental needle size, state of injection site were not provided. According to the reporter, the patient was anxious before the dental procedure. On 30-dec-2020, when the dentist was administering the local anaesthetic, the black plastic safety plus syringe handle snapped during palatal infiltration, the dental needle shifted from the inside to out of the patient's mouth and scratched the skin of patient's right cheek (less than 1mm diameter). Local anaesthesic bartinest was not suspected in this case. No adverse reaction was reported. Outcome: at the time of this report, the patient's outcome was unknown. Suspected medical device was not available for investigation due to everything was disposed of as soon as the initial incident was reported. Quality investigation report from the manufacturer received on 09-feb-2021: without a batch number, no investigation to identify a potential product defect of the black handle used was possible. Consequently, and without any information on this incident, no corrective action could be proposed. A sensibilization of the practitioner about sterilization conditions was recommended. No more information available. Follow-up #1 received on 04-feb-2021: additional information provided on the patient's data (dob, age, initials), local anesthetic used during the procedure, onset date of the incident. Pt syringe issue was updated into device issue. Follow-up #2 received on 09-feb-2021: quality investigation report from the manufacturer was received. Causality assessment on 02-feb-2021, on initial information received on 27-jan-2021: causality assessment on 11-feb-2021, on follow-up information received on 04-feb-2021 and on 09-feb-2021: seriousness: serious. Listedness/expectedness: device issue: unexpected gb, injection site injury: unexpected gb. Causality: latency: compatible. Recognized association: no. Analysis: in this case, the black plastic safety plus syringe broke during palatal infiltration leading to non-serious injection site injury by the needle. Handle breakage may occur with excessive pressure exerted, a wrong assembly of the device following a non-observance of the instructions for use of the device. In this case, there was no information to identify a misuse or inappropriate usage during the local injection and no quality investigations was possible, so the causal relationship between the product and the event was considered as not assessable and no root cause could be defined. The local anaesthesic was not suspected by the practitioner in this case so the causal relationship between bartinest and the incident was considered as not related. This is the fourth incident with the pt device issue reported since 2017 and 13 incidents with the pt device breakage were reported since 2014 with no increase of frequency so no CAPA is required. Follow-up information received on 04-feb-2021 and on 09-feb-2021: causality assessment not changed, assessment for the local anaesthetic added.